Event description:
It was reported that during a battery replacement procedure, the previously implanted lead ¿didn¿t have the consistency¿ to be introduced into the new battery. It was noted the lead was implanted about ¿7-9 years¿ prior. The doctor was able to introduce half of the lead with 3 electrodes connected, but they could not get it out again. No action was required and the lead remained implanted. One electrode was lost, but the patient was receiving effective therapy by reprogramming with the other electrodes. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant product: product ID 3889, lot# unknown, product type lead. (B)(4).